Event description:
It was reported that a patient who has undergone multiple operations had a gore® preclude® pericardial membrane (pcm) implant. During an operation in (B)(6) 2014, a gore-tex® stretch vascular graft was implanted and the previously implanted pcm was replaced with a new pcm. Following the procedure, the patient has had widespread mediastinal inflammation with wound breakdown requiring re-exploration and rewiring. Histology revealed a foreign body granulating reaction. The gore-tex® stretch vascular graft remains implanted; however, the pcm was removed early on. The patient continues to experience inflammation and failure of the wound to heal.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.